Event description:
The customer reported that on (B)(6) 2012, a higher than expected carcinoembryonic antigen (cea) result was generated on a unicel dxl800 access immunoassay system for one patient. The cea result was reported outside of the laboratory where it was questioned by a nurse. There were no deaths, serious injuries or modification to patient treatment associated or attributed to this event. Upon redraw and testing, a lower cea result, within the normal reference range, was obtained and considered valid. Upon generation of the erroneous results, a system check was performed which failed to meet specifications multiple times. Beckman coulter inc. Assessment of customer supplied instrument/assay performance data indicated that a passing calibration had been generated prior to the event and a cea quality control assessment had not generated any flags. No errors had posted to the event log corresponding to the time this sample was run. No specific patient data information was provided by the customer. The sample was a short draw, serum sample collected in a gel separator tube. It was tested from the primary tube and centrifuged at room temperature prior to testing. The sample was orange in appearance.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The engineer performed instrument verification. A portion of this verification assays failed. The engineer then performed troubleshooting specific to that failure, including replacement of peripump tubing. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. A definitive root cause is not known.